Manufacturer narrative:
This product is distributed outside of the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two products involved with the reported event. The associated manufacturer report number is 9616099-2008-00555. Additional information will be submitted within 30 days of receipt.

Event description:
Approximately 3 and a half months later, the pt complained of chest pain. The next day, cag was conducted and thrombus was observed at the overlapping area of the index cyphers. To treat thrombus, a wire was inserted and then flow recovered, but fibrous flap was observed at the overlap site. Therefore, aspiration (thrombuster) was conducted, but thrombus was not aspirated. Poba (3.75/15mm: ryujin) was conducted at 4atm but the flap didn't disappeared. Therefore, cutting balloon (3.75/10mm) was conducted twice. Poba was conducted again at 8atm. Aspiration was conducted again and the fibrous flap disappeared. Ivus was conducted. Cilostazol was added for the administration. The following day, the patient was in stable condition and was discharged from the hospital. The target lesion was left main trunk, proximal to mid left anterior descending artery. The vessel was a de novo and bifurcated lesion. The lesion length was 35mm and vessel diameter was 3.5mm. Aha/acc classification of the vessel was a type c. The procedure was an elective case. Pre-dilation was not conducted. Cypher (3.0/18mm) was implanted at 12atm for 30seconds and then at 16atm for 20seconds at the target lesion. A 2nd cypher (3.5/18mm) was implanted at 18atm for 20seconds at the proximal end of the 1st cypher with overlap. Timi flow before and after the procedure was 3. Ivus was conducted. The residual % of stenosis was 0%. Act was not measured.